Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Serial number is unknown. Expiration and manufactured dates are unknown. The revision reported may have been due to disassembly. However, the reported disassembly could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation, and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) reported concomitant device(s): 300-01-15 - equinoxe, humeral stem primary, press fit 15mm, 320-42-00 - equinoxe reverse 42mm humeral liner +0, 320-01-42 - equinoxe reverse 42mm glenosphere, 320-15-01 - eq rev glenoid plate, 320-15-05 - eq rev locking screw. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. Manufacturing data could not be reviewed for the humeral liner and humeral tray component(s) because serial number(s) were not provided, and the original surgery invoice could not be located from a search of exactech¿s surgery data. A definitive root cause was unable to be determined; however, may have resulted from disassembly. However, the reported disassembly could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation, and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced possible disassociation of poly liner. Displacement or wear of the poly insert, lack of range of motion, and pain also indicated in report. As a result, approximately 2.5 years after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.